Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation with a thermocool smarttouch sf catheter and the patient experienced cerebral infarction. No intervention was taken. After the procedure completion, the left side of the patient's body could not be moved. Cerebral infarction was suspected. CT and MRI were performed. CT could not confirm any major abnormality; however, MRI results could not be obtained. Physician's opinions on the relationship between the event and the product was that the event could not be preventable. Air might have been entered when the catheters were switched and so on. Additional information was received on 29-aug-2024. The physician¿s opinion on the cause of the adverse event was procedure related. Air might have been entered to the patient¿s body when the catheters were pulled and reinserted. Catheter exchanges which occurred during the procedure was one catheter each. Additional information was received on 11-sep-2024. The procedural act was over 300. There was no evidence of char / thrombus / clot during the procedure. No issues with flow rate change during ablation.